Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were abundant throughout the sample. A sliding suture wing was attached to the catheter approximately 3.5cm from the connector. The catheter terminated approximately 14.5cm from the connector. Microscopic inspection of the distal end of the sample revealed sharply defined fracture features. The break profile was partially irregular. The fracture surface exhibited a largely granular fracture surface with a region of coarsely striated texture. Mechanical damage was observed on the outside surface of the catheter in the vicinity of the break site. Tactile inspection of the sample revealed slight tensile weakness in the vicinity of the break. The fracture features were consistent with damage initiated by contact with a traumatic instrument. The relative locations of external surface mechanical damage suggested the instrument was likely a grasping instrument such as forceps or hemostats. That initial damage appeared to have been propagated by tensile (pulling) stress. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rebr1241 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was broken in the patient body during the removal of it. No other information was provided.